Manufacturer narrative:
A review of the manufacturing documentation associated with lot#: f1827602 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending, and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of the (B)(4) vascular closure device (vcd) was outside of the skin. It was also noted that the device was used beyond the expiration date. There was no reported patient injury. The device is expected to be returned for analysis.

Manufacturer narrative:
Complaint conclusion: as reported, the sealant of the 6f-7f mynxgrip vascular closure device (vcd) was outside of the skin. There was no reported patient injury. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle cartridge was engaged to the handle. The procedural sheath was covering the balloon. The sealant was observed in its manufactured position with no exposure to blood. The advancer tube, catheter and shuttle cartridge were inspected for damages that may have contributed to the reported incident. No visual damages or anomalies were observed. The sealant had no exposure to blood which likely indicates device was never inserted into a procedural sheath. (Sealant was never deployed) the condition of the returned device does not match the description of the complaint. Per functional analysis, the shuttle down procedure was simulated and the advancer tube was able to engage the proximal tamp lock during investigation. No anomalies were observed. A product history record (phr) review of lot f1827602 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant misdeployment ¿ partial¿ was not confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. The shuttle was never inserted into a procedural sheath. Thus, the condition of the device does not match the description of the incident. According to the instructions for use (IFU) which is not intended as a mitigation of risk, insert the mynxgrip into the procedural sheath up to the white shaft marker, then inflate the balloon until the black marker is fully visible on the inflation indicator . Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b3, b5, g3, g6, h1, h2, h3, h6, and h10. This device has been analyzed but the final approved engineering report is not yet available. However, it will be submitted within 30 days upon receipt/completion. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of the 6f-7f mynxgrip vascular closure device (vcd) was outside of the skin. There was no reported patient injury. The device is expected to be returned for analysis.